Manufacturer narrative:
Clinical assessment: a sixty-six-year-old patient underwent planned placement of an impella 5.5 device for coronary artery bypass graft surgery. During removal of the device, the patient was taken to the cardiovascular operating room. The pocket was opened, sutures were cut, and the device was removed with only slight resistance noted. A small amount of bleeding was observed and managed. Shortly afterward, the anesthesia team reported a significant drop in blood pressure, raising concern that the graft may have been dislodged. The patient developed pulseless electrical activity cardiac arrest, and the chest was reopened emergently. Approximately one liter of blood was evacuated. Bleeding was identified at the right anterior lateral puncture site and controlled quickly. The patient received brief cardiac massage with return of spontaneous circulation and five units of packed red blood cells. The chest was closed, and the patient remained in critical condition but was beginning to wean from supportive medications. The patient was transferred to the cardiovascular intensive care unit for continued care and patient survived.

Manufacturer narrative:
Additional information was given for the explant date therefore d6b was updated. The investigation was completed. The pump was not returned for investigation. After removal of the suture hub and opening the pocket, the graft was secured and the impella 5.5 was removed with only slight resistance. Minor bleeding was controlled during graft trimming. Immediately after explant, the patient experienced a significant drop in blood pressure and pea arrest, prompting emergency chest reopening. One liter of blood was evacuated, and bleeding from the graft site was quickly controlled with heavy ties. Cardiac massage restored circulation, and 5 units of prbcs were given. The patient was stabilized, sent to cvicu, and remained in critical condition but was weaning off vasopressors. The physician believed the event was related to tension on the suture line during explant, due to the device¿s placement and exit site. Access site adverse event (hemorrhage/bleeding): the cause of the access site bleeding issue was most likely related to unintentional use, based on the given clinical details. Difficult/unable to remove: the cause of the removal issue was most likely related to unintentional use, based on the given clinical details. Clinical symptoms (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump support placed for the coronary artery bypass graft patient in need of support. During removal of the pump it was reported that there was slight resistance verbalized by physician but not enough to warrant concern. Small bleed back & clamped to trim distal portion of graft. Anesthesia reported significant drop in blood pressure moments after explant with suspicion of graft removal on explant. Pulseless electrical activity arrest to follow and chest emergently reopened. 1l blood suctioned from chest into cell saver. Bleed noted from right anterior lateral puncture site where graft was and hemostasis achieved rather quickly with heavy ties. Brief episode of cardiac massage with return of spontaneous circulation and 5u packed red blood cells given.